Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since biopsy path and resections were applied in a different location in the brain than intended, with the brainlab device involved, despite according to the surgeon: the surgery was to receive a diagnostic sample only (not e.g. To remove the tumor). The desired diagnostic samples had been obtained. There was no harm of a critical structure (e.g. Brain tissue or blood vessels). It is unknown/unconfirmed if there was a negative clinical effect for the patient due to. This issue (the weakness did not dissipate prior to further complications due to issues unrelated to biopsy). There are no further remedial actions necessary, done or planned for this patient due to this issue. This issue did not lead to hospitalization, or prolongation of an already planned hospitalization (the patient was an inpatient and remains in the hospital, receiving treatment due to other issues unrelated to biopsy). According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the (parallel posterior) deviation of the actual biopsy path compared to the planned trajectory of approx. 7-14 mm (as measured in the obtained image data) is: a shift of the navigation reference array (and/or of the patient's head in the non-brainlab head holder) occurred after registration, before performing the burr hole / aligning the varioguide for insertion of the biopsy needle. Brainlab was notified of two broken reference arms and further found a cranial reference array with bent post. This defect hardware might have been used in this surgery, and led to / contributed to the observed deviation. A movement of the array due to the broken reference arm is considered main root cause (if used), since a bent post alone is unlikely to cause a deviation >10mm. Apparently the deviation has not been recognized by the user with the necessary continued verification of accuracy throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a biopsy (diagnostic sample) has been performed with the aid of brainlab navigation version 3.1.4 (on (B)(6) 2019). The lesion was irregular in shape and located right frontal near the corpus callosum. A trajectory target was planned at the right superior lateral margin of the lesion approx. 5 cm medio-lateral, 3.8 cm cranio-caudal, and 7.9 cm anterio-posterior. A pre-operative MRI scan was acquired 2 days prior to the surgery, to use with navigation. During the procedure the surgeons: positioned the patient in a supine orientation and attached the brainlab 4-sphere standard reference array for navigation. Performed the initial patient registration on the pre-operative MRI scan (surface match registration using softouch and z-touch) to match the display of the navigation to the current patient anatomy. Verified the accuracy of the registration (by checking multiple anatomical landmarks) and judged the registration accuracy to be very good. Draped the patient and assembled the varioguide. Created a trajectory and reviewed it twice. Navigated to the location of the intended burr hole (using the pointer), swung the varioguide out of the way, and created the burr hole (without aid of navigation). Brought the varioguide over the location of the burr hole and realigned it to the planned trajectory. Inserted the brainlab-distributed (pajunk) biopsy needle, and collected samples as intended from all along the planned trajectory including about 5 mm past the planned target. Waited in surgery for the samples to be analyzed (some samples provided diagnostic value, some were of limited clinical value), and collected additional samples. Closed the case and scheduled a post-operative scan for later that day. During post-operative image evaluation on (B)(6) 2019, the surgeon was concerned due to air left by the biopsy needle that samples may have been taken in a different location than intended, and thus ordered a cd of the post-operative CT for further evaluation on (B)(6) 2019. The post-operative CT was fused with the pre-operative MRI and evaluated, and a posterior deviation between planned and actual trajectory was noted of approx. 7-10 mm. Further, the patient had weakness in one side of the body. According to the hospital/ surgeon: the surgery was to receive a diagnostic sample only (not e.g. To remove the tumor). The desired diagnostic samples had been obtained. There was no harm of a critical structure (e.g. Brain tissue or blood vessels). It is unknown/ unconfirmed if there was a negative clinical effect for the patient due to this issue (the weakness did not dissipate prior to further complications due to issues unrelated to biopsy). There are no further remedial actions necessary, done or planned for this patient due to this issue. This issue did not lead to hospitalization, or prolongation of an already planned hospitalization (the patient was an inpatient and remains in the hospital, receiving treatment due to other issues unrelated to biopsy).